Event description:
Through post market surveillance (pms), a medwatch was identified that did not definitively link to a previously captured complaint file based on the dates in the medwatch. The medwatch, report number 2443114, indicates the product was returned to biomet microfixation. It cannot be determined based on the information in the medwatch and a review of complaint handling modules if this complaint has been previously captured. There are no patients, customers, user facilities, etc identified in the medwatch report.

Manufacturer narrative:
Through post market surveillance (pms) a medwatch was identified that did not link to a previously captured complaint file based on the dates in the medwatch. The medwatch, report number (B)(4), indicates the product was returned to biomet microfixation. It cannot be determined based on the information in the medwatch and a review of complaint handling modules if this complaint has been previously captured. There are no patients, customers, user facilities, etc identified in the medwatch report. All returned products are evaluated, however, this product was reported to have been returned several years ago and it cannot be determined if this product was received or linked to a complaint file. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 1 of 1.